Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified circumflex artery the 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced but could not cross the lesion. The device was removed from the anatomy without issue. It was noted that outside the anatomy, the stent appeared shorter than the markers [visual]. There was no reported patient effect. A different same size xience xpedition sds was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the stent implant was loose on the balloon.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent shortening was not confirmed; however, stent movement and inner member bunching were noted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.